Manufacturer narrative:
Product event summary: the device was returned and analyzed. There was an issue observed with the firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial implant procedure of the implantable cardiac monitor, the device experienced an electrical reset and became non-responsive to the programmer. Multiple attempts were made to connect the wand to the device using the diagnostic mobile programmer application, including restarting the application and utilizing the check patient function, but only symbols appeared under the patient name and none of the previously programmed information was present. The electrical reset message was cleared, and r waves and electrogram were viewed. The application was exited and reopened to re-enter patient demographics and reason for monitoring, but the device remained unable to connect to the programmer. The physician was notified, and the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.